Event description:
It was reported that at the beginning of a prostate procedure with a patient under anesthesia, the laser system displayed error code 171 and then error code 309; the physician aborted the case at 0 joules of use. There was no injury reported.

Manufacturer narrative:
The reported error codes never reappeared and no service call was needed. There have been no reported issues with this system since this event.